Manufacturer narrative:
Lot number is not available for this event. Request sent to site for lot number, their response was they do not record the lot number of any jada devices they use. A good faith effort to obtain lot number has been attempted. Jada was used as a treatment intervention with a patient experiencing severe pph that uterotonics had failed to stop. The device labeling states the indication for use of jada is "to provide control and treatment of abnormal postpartum uterine bleeding or hemorrhage when conservative management is warranted." Warnings provided on the jada labeling state that "failure to improve indicates the need for reassessment and possibly more aggressive treatment and management of pph" and "jada is not a substitute for surgical intervention and fluid resuscitation of life-threatening pph." There is no report or evidence that suggests a device malfunction occurred. In fact, the survey form stated that "jada worked perfectly". In this event jada was used to control severe pph that was unsuccessfully treated by several uterotonics. While jada functioned as expected as there was report of continued blood loss, the decision was made to escalate to an uae. As we are unable to rule out the use of jada in contributing to the need to escalate care to an uae, we are reporting this as a MDR in an abundance of caution.

Event description:
Alydia health employee received a completed jada experience survey form that reported jada did not stop the postpartum hemorrhage (pph) and noted, "even though uae (uterine artery embolization) was required, jada worked perfectly patient with placenta accreta versus increta" in the area on the survey designated for feedback when 'jada did not stop bleeding'. The event date for this survey was noted as (B)(6) 2021, and the survey was received by (B)(6) on december 8, 2021. The information provided for this event was received from the survey and is very limited in detail. Follow up request made for further information was declined by this site, therefor there is no further information on the timing or use of jada for this event. This patient is described as having delivered multiples via unscheduled cesarean section. Her pph started within one hour after delivery. Prior to jada use she received unknown doses of cytotec, methergine, and txa. The patient's blood loss prior to jada use was reported as 2000 ml, which is severe pph. There are additional handwritten notes on the jada experience survey that the patient lost 300 ml of blood after jada and "placenta accreta versus increta."